Event description:
Vns patient's generator has migrated and that revision surgery is planned. It was reported that the patient "plays with the generator" and that they are able to flip it "on its side". The generator has moved from its original location and is now unker the patient's ripple. Treating surgeon plans to reposition the device to the patient's back. Device diagnostic testing was within normal limits, indicating proper device function.